Event description:
It was reported there was right ventricular (rv) lead lead noise observed on non-sustained ventricular tachycardia episode. It was further reported the r waves were decreased from implant. Additional information obtained from the clinic reported the lead was reprogrammed to a bipolar configuration and lead noise was not reproducible. The lead remains in use. No patient complications have been reported as a result of this event.